Event description:
Pt experienced rod migration post operatively. Pt was implanted with a pangea system from t7-s1. Three weeks postoperatively, the surgeon noted that the rod had slipped. The surgeon performed a revision and noted the screws in s1 were loose on the rod. The surgeon removed these two screws and replaced the screws with uss va screws. This is four of four reports on this event.

Manufacturer narrative:
Additional information has been requested. Investigation has not been completed, no conclusions can be drawn. No device was returned. Device history record review has been requested.